Event description:
Complainant alleged that the medics responded to a call for a pt who was in a cardiac arrest condition. The medics were using multi-function electrodes with the device, but they reported that there was no ECG was displayed on the device screen. In addition, when the medics attempted to defibrillate the pt, the unit charged, but would not deliver the shock to the pt when the discharge button was depressed. The pt subsequently expired.